Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate stimulation and difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected.